Event description:
It was initially reported by arjohuntleigh representative: 'the caregiver was using the lift with a resident when they turned the lift and twisted their knee. They could nt find anything wrong with the lift, so it was put back into service. The caregiver stated that a pre-existing knee injury was aggravated, but they do not know if they were injured as a result of the transfer or if the pre-existing injury prevented proper use. No injuries to resident. (B)(4).